Event description:
The abutment internal hex was fractured at the implant level on an anterior implant. The implant was placed on (B)(6) 2007 and removed on (B)(6) 2010. According to the clinician, the pt had excessive biting/chewing habits, and the implant had been placed in thin cortical bone surrounding medium-density spongy bone. As a result of the fracture, the clinician removed the implant and grafted the site.

Manufacturer narrative:
Upon investigation, it was determined that excessive force had been applied to the abutment and implant by the pt's excessive biting/chewing habits, and as a result, the abutment hex fractured after 3.7 years in situ. The implant had been manufactured to all specifications.